Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank; he removed and reinserted the battery and the insulin pump alarmed unexpected. The display was blank for less than 30 seconds. Blood glucose value was 209 mg/dl; treated with a bolus. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred and the insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery and was not recurring during normal use. The alarm history showed the unexpected restart alarm and a bad battery alarm. The customer declined to remove the battery cap to check for damaged due to not having another battery to insert. He was advised that a battery cap replacement would be sent and to monitor the device.